Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter had a blank display. The patient's home address country is (B)(6) and the event occurred while he was in (B)(6). On (B)(6) 2013, the technical support representative spoke with the patient to obtain and verify information. On (B)(6) 2012 while in (B)(6), the patient noted the reported meter's display was blank, and he was unable to test his blood glucose level. The patient reported that this occurred after he had already become symptomatic, experiencing symptoms of shaking, sweating, memory loss and inability to stand. Troubleshooting revealed this was not a new meter, there had been no misuse of the product, and that the power used in (B)(6) was 220v and the (B)(6) meter utilized 120v for recharging. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and the patient had a borrowed meter to use as a backup. However, as the display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.